Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery reached elective replacement indicator (eri) sooner than expected and exhibited high impedance. The device remains in use. No patient complications have been reported as a result of this event.